Event description:
It was reported that when the control module was turned on, the lcd screen was completely white with a vertical line down the left side of th screen. There was no pt consequence reported, case was completed using their other unit. Control module being returned for repair.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time. Evaluation summary: the analysis site per mammotome service manual performed service tests, and found c264 burnt and j6 loose on uniboard causing control module lcd to be completely white with a vertical line down the left side of the screen, confirming the customer's complaint. To correct the customer's complaint the analysis site replaced the uniboard. As part of the standard ees service process, replaced the muffler and applied loctite to the foot/hand switch connector, applied epoxy to the power input module and applied dow corning lubricant to the dc motors. Performed dc motor adapter upgrade, replaced the internal vacuum tube connections with 90 degree elbow, and shortened the length of the tuning assembly as per mammotome service manual. Replaced holster if board to bezel. The unit has not been returned for service prior to this event, therefore no service history review can be done.